Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose value was 455 mg/dl. The customer stated that the infusion set had bent cannula and was leaking at adhesive patch. It was unknown if the customer was using auto mode at the time of event. The customer declined trouble shooting for both high blood glucose and bent cannula. The insulin pump will not be returned for analysis.